Event description:
Reporter alleged obtaining a discrepant blood glucose of 114 mg/dl on the advantage system compared back to back with a result of 59 mg/dl on a nurse's, meter when testing was performed less than 10 minutes apart. Reporter indicated that she was experiencing some hypoglycemic symptoms during the time of testing. Reporter stated, she self-treated by drinking orange juice. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent.